Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to inappropriate detection of possible sinus tachycardia. It was noted that the right atrial (ra) lead exhibited undersensing. The implantable cardioverter defibrillator (ICD) and ra lead currently remain in use. No further patient complications have been reported as a result of this event.